Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported "no audio" which was reproduced at power up and also during systems testing when an alarm was induced. The reported "no audio" was verified and found to be caused by a failed rear case and input/output printed circuit board (I/o pcb). The rear case and I/o pcb were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no audio. There was no known patient injury or medical intervention associated with this event. No additional information is available.